Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at once. The subject device was returned for evaluation. Evaluation of returned sample found the device functioned as intended during functional and simulated use testing. The reported event that the device deployed two fasteners on one attempt could not be reproduced. No manufacturing anomalies were found. Based on the sample evaluation and photos provided the second fastener was most likely deployed and driven into the first fastener inadvertently during use. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position" and ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during laparoscopic hernia repair procedure, the capsure fixation device was used to fixate the mesh near abdominal wall. It was reported that after few fasteners the device deployed two fasteners at one shot and the device was not used further. The procedure was completed using the same device. There was no reported patient injury.